Event description:
During a typical flutter ablation, an effusion occurred and a pericardiocentesis was performed to stabilize the patient. It was noticed that the heart silhouette wasn¿t beating as much as it was at the start on fluoroscopy. An echocardiogram revealed an effusion, and a pericardiocentesis was done to stabilize the patient. It is unknown the cause of the perforation or where it occurred, although it was likely in the right atrium.

Manufacturer narrative:
One quadripolar, bi-directional, curve f-j, flexability sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.